Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a patient was switched from a fentanyl 300mcg/30ml syringe to a fentanyl 750mcg/30ml syringe. The nurse scanned everything and she hit ¿restore¿ on the pump when she changed the syringe. Therefore, the patient received fentanyl 750mcg at fentanyl 300mcg settings. The customer requesting if "restore" function can be removed from the pca pump. There was no patient harm.